Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010, essure (fallopian tube occlusion insert) was inserted. On (B)(6) 2010 the consumer experienced complication of device insertion. The consumer reported that she did not know that she was having essure treatment, she thought that she was having an uterus-saving operation. On an unspecified date the consumer experienced lower back pain, constipation, knee pain, tiredness, coughing, tight feeling, and heartburn. She visited a physiotherapy and received medication. Essure removal was planned. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain, serious event due to medical importance and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, consumer presented lower back pain, during essure use. It was reported that essure removal was planned. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 20-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 238 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain, serious event due to medical importance and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, consumer presented lower back pain, during essure use. It was reported that essure removal was planned. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.